Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been receiving battery out limit alarms ever since her battery compartment broke a week ago, but when she tried to clear the alarm the morning of the call the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage to the pump. The customer stated that a week ago she tried to unscrew the battery cap and the battery compartment broke; the customer confirmed that pieces are missing from the battery compartment. She is unsure how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.